Event description:
Consumer alleges product burned her skin and left 2 large blisters. She also alleges that they were infected and her doctor had to peel them. She states that they were third degree burns. She does not want to have to get a lawyer. Has photos and doctor's report.